Event description:
During a surgical procedure (varicose veins) of one hour a dispersive electrode was used. The plate was applied on the left thigh (ventral). No high energy power settings were used. The precise location of the surgical area has not been reported yet. After the procedure two second to third degree burns were discovered under the plate (both on lower left edge of the plate when facing gel side). Both burn sizes were 3.3x2.3cm. The burns were treated with medication. The plate was reported to adhere well. The pt was anesthesized. No shaving or other skin prepping had been deemed necessary by hospital staff. Hair was present at both burn sites. No esu safety feature has been used. As of 28 days later, treatment progressed well.